Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic and inaccurately low compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016. The patient reported obtaining blood glucose readings of 41 and 171 mg/dl with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The patient also reported obtaining blood glucose readings of 171 and 181 mg/dl with the subject meter, performed more than 20 minutes apart. The time difference between the readings exceeds lfs' criteria for a valid comparison. In addition, the patient reported obtaining blood glucose results of 27 mg/dl with the subject meter and 107 mg/dl on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages her diabetes with self-adjusted insulin. The patient reported that on (B)(6) 2016 she took more food and/or drink due to the alleged inaccuracy issue. The patient denied developing any symptoms however reported attending the emergency room (ER) on (B)(6) 2016 where she was treated with IV fluids and insulin. The patient stated that her blood glucose was measured at 800 mg/dl on a laboratory device and 107 and 127 mg/dl on the ER device during the ER visit.at the time of troubleshooting, the patient confirmed the subject meter was set to the correct unit of measure setting. Csr determined that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for hyperglycemia while using the product. The alleged meter issues could not be ruled out as a cause or contributor to the event.